Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superior dislocation of the left hip with left hip pain. Patient vomited with second bolus of propofol. No aspiration. X-rays show anterior dislocation. Two episodes of respiratory depression and jaw clenching with propofol patient bagged with first episode. Recovered well. Titanium level 8 , serum reference values <2ng/ml). Cobalt/chrome are normal. MRI- negative for pseudotumor. Two instability events since last revision. Patient feels pain is bad enough to warrant doing something. Socket is reasonable. Not perfect, but reasonable. A little vertical and minimally anteverted. Type ii bone loss. Decision was made to remove the femur due to elevated titanium levels. Component removed with minimal bone loss. Postop x-rays looked excellent. Review of the device history records identified no related deviations or anomalies during manufacturing. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: zimmer bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 cat#00877503602 lot#2720483. Mako restoris xlve acetabular liner (stryker). Mako restoris pst acetabular shell (stryker). Make restoris bone screw x 3 (stryker). Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00668.

Event description:
It was reported the patient underwent a left total hip arthroplasty. Patient experienced multiple dislocations months after, and had closed reductions. The patient underwent revision surgery approximately 1 year post initial implantation due to recurrent dislocations and pain. Subsequently, patient experienced more dislocations almost 2 years later, with closed reductions performed, and underwent another revision surgery due to recurrent dislocations, pain, instability, and elevated metal ion levels. The neck, head, and stem were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00224, 0001822565 - 2019 - 00228, 0001822565 - 2019 - 00234.

Event description:
It was reported patient underwent l hip revision approximately 3 years post implantation due to pain. Attempts have been made and no further information has been provided. No further event information available at the time of this report.